Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/09/2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was completed with no failure. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.